Event description:
Follow up information received that the patient had the ipg explanted and replaced.

Event description:
Review of records indicated that the patient underwent surgical intervention on (B)(6) 2020.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The date of event is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced a replace generator message on their patient controller. The patient has lost therapy. As a result, the patient may undergo surgical intervention to address the issue.